Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula did not insert properly under the skin. The patient experienced high blood glucose and was reported at 500mg/dl. The site was changed and a correction bolus was delivered to address the high blood glucose. No permanent injury was reported.